Event description:
A 57-year-old male was treated for a left internal carotid artery (ica) terminus occlusion. A small skin incision was made, and an 8 french sheath was placed. Access was obtained with a guidewire, third-party catheter, and a zoom 88. During the first pass, the zoom 88 was navigated to the left ica to terminus over the guidewire while pump aspiration was applied. The zoom 88 catheter was withdrawn until free flow of blood was obtained. Angiography was performed. During the second pass, a zoom 55 was navigated over a third-party microcatheter and microwire into the left m2 inferior division occlusion through the zoom 88. Aspiration was applied to the zoom 55. The zoom 55 was removed, and angiography was performed. A third pass was attempted with a zoom 35 catheter advancing over a microwire; however, the catheter could not be navigated distally enough to engage the clot. The zoom 88, zoom 35, and the microwire were removed as a system from the patient. Hemostasis in the right groin was obtained. The patient achieved partial reperfusion with a tici 2b. There was no report of a device malfunction. Approximately 20 minutes later, a dyna-CT scan revealed a small amount of subarachnoid hemorrhage (sah). The patient received tenecteplase reversal protocol. The treating physician could not confirm whether the sah was caused by any of the devices used during the case or the tenecteplase the patient had received outside hospital.

Manufacturer narrative:
The devices were discarded after use and therefore not available for return and investigation. There were no device deficiencies reported related to the zoom 88, zoom 55, or zoom 35. Based on the information provided and without case images, the exact cause of the subarachnoid hemorrhage (sah) is unknown. The relationship with the zoom device to the sah could not be established. It is unclear if the sah was caused by the zoom devices, the microwire, the third-party microcatheter, or tenecteplase. The manufacturing records for the zoom devices were reviewed and demonstrated that the product met all the design and manufacturing specifications. The following MFR # were submitted: MFR # 3013590708-2024-00005 for zoom 88 MFR # 3013590708-2024-00006 for zoom 55 MFR # 3013590708-2024-00007 for zoom 35.